Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the sys unusable. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.